Event description:
The facility reported a colleague infusion pump with a failure code 810:11 during a levophed infusion. The pump was replaced, but the pt's blood pressure was reported to have dropped to 76/40. As a result, a bolus of levophed was administered to bring the pt's blood pressure to normal. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics, diagnosis or status, set up of the device, or adverse outcome.